Event description:
It was reported that prior to use with bd vacutainer® precisionglide¿ multiple sample needle the cap was off the needle thus affecting sterility , and the hub was broken. This occurred on 15 occasions prior to use. The following information was provided by the initial reporter: broken hub & defective molding of hub.

Manufacturer narrative:
H6: investigation summary bd had not received samples, but 3 photos were provided by the customer for investigation. The photos were reviewed it showed 3 needles with a white material attached to the hub. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use with bd vacutainer® precisionglide¿ multiple sample needle the cap was off the needle thus affecting sterility , and the hub was broken. This occurred on 15 occasions prior to use. The following information was provided by the initial reporter: broken hub & defective molding of hub.